Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted preventive maintenance test and calibration ok. Replaced keypad affected recall 2020. As found 9.33 sw as left ver 9.33. A review of the device history record for (B)(6) was performed from date of manufacture 11/26/2018 to present date 12/18/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.